Manufacturer narrative:
Investigation into this issue found this incident may have been impacted by an issue identified in alinity ci system software v 3.4.0 or below, where if customers do not use the specified avery labels defined in the alinity ci-series operations manual for user-defined 1d reagent bar code labels, the labels may not adhere to the alinity c r1 reagent bottle. The issue has the potential to generate incorrect results and chemical or biohazard exposure. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.

Event description:
The customer observed an issue where a non-avery reagent label came loose and the system generated error 5794-reagent carousel loading error". The issue was resolved after removing the loose label and reloading the reagent to the rsm. The issue occurred on the alinity ci-series scm module, serial number scm20370 with alinity ci software version 3.4.0. There was no impact to patient results, patient management, or user safety.